Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result. The user stated that the test cassette did develop a control (c) line but a pink development in the test (t) area did not develop as a clear line but it is right where the test (t) line should develop so the result cannot be interpreted. The user confirmed that they performed the test procedure correctly.

Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov3100001 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result. The user stated that the test cassette did develop a control (c) line but a pink development in the test (t) area did not develop as a clear line but it is right where the test (t) line should develop so the result cannot be interpreted. The user confirmed that they performed the test procedure correctly.